Event description:
Inserted IV and got a flash but the catheter would not advance. Catheter removed. Rn noticed a kink near the tip. Rn flushed catheter and noticed two different streams of normal saline flush. A second catheter was inserted without difficulty.